Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet specification in relation to the reported pump shutting down which was not reproduced. Review of the history log did not find any improper shutdowns on the date of the reported event, however, an entry for a system error 340 (bad battery sample read) was found. This confirms the customer did experience an interruption in therapy and the unit stopping. The cause of the system error could not be determined. The device was found to be performing as intended.

Event description:
It was reported that a spectrum pump shut down during an infusion in the urgent care area. It was also reported there was no patient injury.